Event description:
A hospital in (B)(6) reported that the rt106 adult inspiratory-heated breathing circuit did not pass the evita ventilator leak test prior to use.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint device was visually inspected. Results: the visual inspection revealed a hole approximately 10cm away from the connector of the dryline. A lot check revealed no other complaints of this nature for this product. Conclusion: it was identified that the damage to the rt106 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after (B)(4) 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt106 adult inspiratory-heated breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." (B)(4).